Manufacturer narrative:
A ge representative evaluated the system and adjusted the 5v power supply and reformatted the hard drive and loaded software. System operates as intended.

Event description:
Customer reported the system will not fluoro or save images. No pt injury was reported.